Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that interrogation reveals false auto mode switch (ams) episodes due to atrial oversensing far field vent pacing stimulus. Programming changes were made. No other interventions planned. Patient condition is stable.